Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to high blood glucose of 440mg/dl. The caller mentioned receiving no delivery alarms during bolus. The customer stated that he was delusional and in a stated of confusion. The caller stated that the insulin pump was disconnected when he arrived to the hospital, and he was placed on an insulin drip. Troubleshooting could not be performed at time of call because the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.